Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right essure wire appears to be present within the wall of the uterus'), uterine perforation ('the left essure wire appears to be penetrating the posterior wall of the fundus/ may be outside /left fallopian tube') and device breakage ('device breakage') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, hypertension, pap smear abnormal, asthma and cramp in lower abdomen. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) and naproxen (motrin). In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes").on (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device / malposition of essure device"), pelvic pain ("pain/ pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on : (B)(6) 2019, laparoscopy with removal of left essure coil and bilateral tubal fulguration). At the time of the report, the embedded device, uterine perforation, device breakage, device expulsion, depression, anxiety, urinary tract disorder, bladder disorder, pelvic pain, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device expulsion, embedded device, fatigue, pelvic pain, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 330 lbs. Patient still have one side and discussing her options with her doctor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2012: the left essure wire appears to be penetrating the posterior wall of the fundus and may be outside the expected line of left fallopian tube. The right essure wire appears to be located within the intramural aspect of the right fallopian tube. Hysterosalpingogram - on (B)(6) 2011: there was blockage only on one side, after the scan I was told the coil had migrated on the left side; on (B)(6) 2012: left not blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; - pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record : embedded device and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right essure wire appears to be present within the wall of the uterus'), uterine perforation ('the left essure wire appears to be penetrating the posterior wall of the fundus/ may be outside /left fallopian tube') and device breakage ('device breakage') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, hypertension, pap smear abnormal, asthma and cramp in lower abdomen. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) and naproxen (motrin). In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device / malposition of essure device"), pelvic pain ("pain/ pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on : (B)(6) 2019, laparoscopy with removal of left essure coil and bilateral tubal fulguration). At the time of the report, the embedded device, uterine perforation, device breakage, device expulsion, depression, anxiety, urinary tract disorder, bladder disorder, pelvic pain, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device expulsion, embedded device, fatigue, pelvic pain, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: current weight (B)(6). Patient still have one side and discussing her options with her doctor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2012: the left essure wire appears to be penetrating the posterior wall of the fundus and may be outside the expected line of left fallopian tube. The right essure wire appears to be located within the intramural aspect of the right fallopian tube. Hysterosalpingogram - on (B)(6) 2011: there was blockage only on one side, after the scan I was told the coil had migrated on the left side; on (B)(6) 2012: left not blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; - pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record : embedded device and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs was received. The previously reported event ¿injury¿ was replaced with event ¿ malposition of essure device location of device/ migration of essure device location of device/ expulsion of essure device¿, events- ¿the right essure wire appears to be present within the wall of the uterus, the left essure wire appears to be penetrating the posterior wall of the fundus/ may be outside /left fallopian tube, device breakage, depression, anxiety, urinary problems or changes, bladder problems or changes, pain/ pelvic pain, fatigue, weight gain, abdominal pain¿, concomitant drugs, medical history and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.